Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: device cleaned only externally and not immersed water due to broken distal end breakage. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. However, it is likely that reprocessing was not conducted properly due to leakage from cracked plastic distal end cover. Subsequently, the material was not possibly eliminated. Occurrence of the event can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the visual inspection and functional test performed on the returned device, did not meet the standard specification. The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the colonovideoscope is cracked and contains foreign material that resembles remains of foreign material from previous procedures at the distal end. There were no reports of patient involvement.